Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). Device received, evaluation pending.

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs revealed an internal battery degraded warning alarm. Performance testing revealed the device failed to complete its internal self-test. The pneumatic block was replaced to address device failed to complete its internal self-test while the battery was replaced to address the internal battery degraded warning alarm. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm was due to battery controller software while device failure to complete its internal self-test was due to an isolated component failure within the device pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).